Event description:
On (B) (6) 2010, a pt underwent a rotator cuff surgery using three opus smartstitch m-connectors. In each case, when the doctor deployed the needles and retracted them, the device failed to grab the suture. Although two of the devices were discarded without being inspected, the third device was missing the stainless steel hook on the right needle as noticed at the end of surgery. The treatment team was unsure if the small tip of the third device was left behind in the pt and if the other two discarded devices might also have been missing their tips.

Manufacturer narrative:
The device is returning to arthrocare for evaluation. Once the device evaluation and lot history review is completed, a follow-up report will be provided. (B) (4). One of three; cross-reference mdrs 2032380-2010-00005 and 2032380-2010-00006.